Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), ovarian cyst ("ovarian cysts/tumor / teratoma / cancer type: cyst growing on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, migraine, headache, ovarian cyst, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, ovarian cysts discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015. Discrepancy noted in explant dates: (B)(6) 2017, (B)(6) 2017. Insertion details: right tubal ostia - 4 coils, left tubal ostia - 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: tubal occlusion is demonstrated. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: benign late secretory and menstrual endometrium; on (B)(6) 2017: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. 1. Secretory endometrium. 2. Myometrium: no specific diagnostic pathology. 3. Cervix: mild non-specific chronic and active inflammation. 4. Ovaries, bilateral: benign ovarian tissue with follicle cysts and hemorrhagic corpus luteum, largest follicle cyst, 0.8 cm. 5. Fallopian tubes, bilateral: no specific diagnostic pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (vaginal), weight gain / loss were added. Reporter's information, medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), ovarian cyst ("ovarian cysts/tumor / teratoma / cancer type: cyst growing on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, migraine, headache, ovarian cyst, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, ovarian cysts discrepancy noted in insertion dates: (B)(6) 2015. Discrepancy noted in explant dates: (B)(6) 2017. Insertion details: right tubal ostia - 4 coils, left tubal ostia - 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: tubal occlusion is demonstrated. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: benign late secretory and menstrual endometrium; on (B)(6) 2017: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy 1. Secretory endometrium. 2. Myometrium: no specific diagnostic pathology. 3. Cervix: mild non-specific chronic and active inflammation. 4. Ovaries, bilateral: benign ovarian tissue with follicle cysts and hemorrhagic corpus luteum, largest follicle cyst, 0.8 cm. 5. Fallopian tubes, bilateral: no specific diagnostic pathology. Batch no d01970 production date 2014-08-22 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, migraine, headache and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New events:abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),migraine, headaches, ovarian cysts were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.